Event description:
The following has been reported: it was reported that the pump kept going into an occlusion alarm when the patient bent their arm and then eventually the pump became stuck in a continuous occlusion alarm with the touchscreen and power on button becoming unresponsive. The pump was on battery with two bars. Nursing rep spoke with our senior clinical implementation specialist who advised her to plug the pump into power to perform a shut down of the pump which worked, and the alarm was no longer present at the subsequent power on. Preliminary review of logs shows that the pump ceased operation due to sw error. The clinical application does not reclaim the resources from created threads when the "pause audio" feature of an alarm is used. Over time, as "pause audio" is used, more and more threads are created. Eventually, the pump runs out of memory and the application freezes. This prevents user interaction until hard reboot. An active infusion was stopped; no adverse event was reported. Additional information is needed to complete the investigation.

Event description:
To further investigate the sw anomaly that was experienced, fresenius kabi has opened a CAPA. The clinical application does not reclaim the resources from created threads when the "pause audio" feature of an alarm is used. Over time, as "pause audio" is used, more and more threads are created. Eventually, the pump runs out of memory and the application freezes. This prevents user interaction until hard reboot. This anomaly has been addressed as part of a sw update on recall z-1019-2025 that was initiated january 2025.